Event description:
It is reported that upon impaction of the 40mm glenosphere, the surgeon heard a crack and the black impaction head fell off the impactor handle into the wound. The handle was inspected and there were no visible cracks or deformities of the instrument. However, a piece of plastic had broken off of the impactor head and had fallen into the wound. The surgeon retrieved the piece of plastic from the wound.

Manufacturer narrative:
Evaluation summary: as returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of between 3 and 4 ages at the time of failure. It is possible that the fracture was due to excessive impaction force, but without further information this cannot be confirmed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.